Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse determined that the cause of the advia 1800 chemistry analyzer lid falling down was due to faulty struts. The fse replaced the struts. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
The main lid (top cover) of an advia 1800 chemistry analyzer was not staying up. The lid fell down twice, and hit the operator's arm each time. The operator did not seek medical attention.